Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of around 60 mg/dl. The customer treated low blood glucose value with food and glucose tablets. Other blood glucose value mentioned was 119 mg/dl. Based on customer¿s report customer did not allege over delivery. Customer was unsure that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.